Event description:
The following description of the event was documented by a carefusion field service rep in response to a phone conversation with a user facility representative. Customer called field service directly to report that the audible alarm failed to sound when alarms were occuring or when vent was powered off.

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion field service rep in response to a phone conversation with a user facility rep. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service rep and the carefusion failure analysis lab rep. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was an intermittent alarm speaker assembly. The carefusion failure analysis lab rep evaluated the alarm speaker assembly, verified the complaint and determined that the root cause of the alarm speaker's failure was intermittent ground wire solder joint inside the alarm speaker assembly. The carefusion field service rep replaced the alarm speaker assembly and ran the device through a complete user verification test to ensure it meets all factory specs. Upon completion the device was returned to the customer ready to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus carefusion considers this to be an isolated incident.